Event description:
Patient heard a pop and was unable to hear with either processor. Patient had usual activity, that included walking and no strenuous activity. Upon assessment, could not connect to the internal device with either processor or the clinic loaner processor with a #5 magnet. Integrity testing scheduled with manufacturer's physician.======================manufacturer response for cochlear implant, cochlear americas (per site reporter).======================external hardware was evaluated and found to be in good working order. Unable to connect to custom sound 3.2. Test results indicate a malfunction of the receiver/stimulator. Monopolar scan: no output.